Event description:
It has been reported to philips that the allura system shut down unexpectedly. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis, it causes delayed and procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not getting boot up. Upon further inspection, the fse found that the issue with mpdu control board was defected. The fse replaced the mpdu control board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.